Event description:
The event is reported as: a (B)(6) male was undergoing a skin closure procedure in the ER. The staple jammed on the first staple while being used for wound closure. It released when the dr delivered the second staple. No pt injury reported.

Manufacturer narrative:
At the time of this report, the sample was not returned for eval. The results of the investigation are not available at the time of this report.